Event description:
It was reported that the radiofrequency programmer head was unable to interrogate implantable heart devices. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was unable to interrogate, the head had no telemetry and failed all uplink amplitude tests and it was further noted that it plugged into the programmer with some difficulty and the cable was replaced. (B)(4).